Manufacturer narrative:
The initial investigation was performed on the customer synced glucose data on data management system (dms), which is a cloud platform for eversense systems. Based on initial investigation analysis, the system performance had deviated from normal behavior. To further analyze the performance deviation and to determine the root cause of the malfunction, a return material authorization (RMA) was authorized to bring back the sensor. The returned sensor was tested in-house, which did not reveal any malfunction as it passed the functional tests. This may occur in some instances where the failure mode that presents itself in the body is not reproduced in the lab. A further review of the sensor raw data showed reference and signal channel instability which is potentially due to poor recovery from impacts to the insertion site. Case information do not mention any impact to the insertion site. However, we do not expect every minor to major impact to the insertion site to be memorable so confirmation from the user is not a requirement for concluding this type of behavior is potentially from an impact to the insertion site. This most likely contributed to the observed sensor inaccuracies. B4.date of this report 04 february 2025. G3.date received by the manufacturer? 04 february 2025. H3. Device evaluated by manufacturer? Yes. H6. Type of investigation updated to 10. H6. Investigation findings updated to 114. H6. Investigation conclusions updated to 4315.

Event description:
Senseonics was made aware of an incident where the patient complained of inaccurate sensor readings after he went through an MRI. The patient did not wear a transmitter before undergoing MRI. The patient observed measurement deviations between cgm and blood glucose (bg) meter readings from (B)(6) 2024. The patient provided the below set of examples. Date, time, sg value, bg value. A. 06/11/24 19:20 122mg/dl 54 mg/dl. B. 06/11//24 20.05 108 md/dl 231 mg/dl. C. 07/11/24 08:57 279 mg/dl 321 mg/dl. The issue was escalated to next level support who authorized a return material authorization (RMA) for the sensor replacement due to possible deviation in the system performance from the normal behavior.

Manufacturer narrative:
The manufacturer is currently performing investigation and the results will be provided in the supplemental report.